Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tube, the customer noticed that the gel separator is full of air bubbles and appears foamy on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles-before use was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles - before use was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles -before use based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ blood collection tube, the customer noticed that the gel separator is full of air bubbles and appears foamy on unspecified number of tubes. No patient impact reported.